Event description:
Event description boston scientific, crm received information that from the patient with this implantable cardioverter defibrillator (ICD) device that he has passed out four times and thought this was because of his device. He questioned whether he needs to sue and stated he needs to talk to a lawyer. A boston scientific technical services (ts) consultant recommended he contact his physician. The sales representative was contacted and he stated that this patient has a history of not taking his medication. He then experiences ventricular fibrillation, passes out, and receives a shock. He wasn't aware of any recent information, and just provided patient history. The patient later called again to report passing out and that he doesn't trust his physician. Ts provided his with a list of hospitals in the tampa area for a possible referral.